Event description:
The surgeon was performing a "pneusoplundification." His approach was consistent with an exploratory laparotomy. At the time the two trocars were placed, he encountered significant bleeding. An iatrogenic injury to a major vessel was identified and the bleeding controlled. The surgeon could not continue the procdure. Because of the blades at the end of the trocars, the position of the trocars could not be seen on the monitor. This surgeon considers the design of these trocars very dangerous.